Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia. The left ventricular (lv) lead exhibited high thresholds and loss of capture. The lead was inactivated and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.